Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found a software issue. (B)(4).

Event description:
It was reported that the programmer displayed an error upon start up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
The programmer was returned to a different site for service and repair. This site confirmed the reported event, the programmer powered up to a system error. As a result the main processing unit (mpu) board was replaced. The hard drive was reimaged and software was reloaded and updated. After repair the programmer passed final functional and systems tests, no other anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.